Event description:
I had an injection of synvisc in right knee. A few days later I had severe pain and swelling in all joints, especially hands and feet. Sometimes I cannot walk. It has been going on for two years.